Event description:
Procedure: CABG. According to the rptr: during the case, while the physician assistant was using the device, the clip scissored a vein. The clip was removed from the vein. A new device was opened and the case continued.

Manufacturer narrative:
(B)(4).